Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the control bar was not in the correct position. The control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at unknown timing on an unknown date the air dermatome was identified as skipping. It is unknown whether there was patient harm or surgical delay. Diligence is complete. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that at unknown timing on an unknown date the air dermatome was identified as skipping. There has been no report of harm to a patient or delay to a procedure. No additional information available has been indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.